Event description:
It was reported that the patient presented to the ER and was later admitted for congestive heart failure. The device could not be interrogated. The patient has not been seen for a device check since implant, and feels he does not need the device. The patient has refused device replacement.